Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and a right atrial (ra) lead from another manufacturer exhibited high out of range pace impedance measurements. Surgical intervention was taken to cap and replace the lead. This device remains in service. No additional adverse patient effects were reported.